Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. We are unable to determine if any product condition could have contributed to the patient's infusion site infection.

Event description:
On (B)(6) 2026, the patient reported of wearing a pod for more than 48 hours and experienced pain at the pod site, pus, and an elevated blood glucose level of 19 mmol/l (342 mg/dl). Bolus attempts were ineffective. The patient alleged that the cannula did not insert properly, leading to irritation, possible blockage, and an infection. The pod was removed before expiration. Over the weekend, the patient drained the site three times, but symptoms worsened. The patient sought medical attention at a clinic on (B)(6) 2026. During follow-up on february 25, 2026, the patient reported spending 2.5 hours at the clinic and receiving a diagnosis of infection. The patient was prescribed antibiotics, and the infection was improving. A supplemental report will be submitted if additional clinical information becomes available.